Event description:
Customer reports he had a reading in the 500's mg/dl while using the compact system. Customer was using expired strips. Customer reports he drove to the hospital and was given an IV of unknown content. No quality controls were run. Customer was released from the hospital 8-8 1/2 hours later. A request was made for return of the suspect product and a replacement was sent.